Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reason for implant procedure was sick sinus node. During procedure, the left ventricular lead exhibited loss of capture. The lead was not used and replaced. The second lead also exhibited loss of output. The second lead was also unused. The patient was in stable condition prior and post operation.